Manufacturer narrative:
Intuitive followed up and obtained additional information. Clip opened after closure on the vessel or tissue. There was no instrument motion issue. Hem-o-lok clip applier was used twice before incident occurred.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer attempted to use the close the clip intra-operatively with, the large hem-o-lok clip applier instrument and the clip would not close completely. Use of the instrument was discontinued; it was replaced to the backup; the same clips were used and worked as intended. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have input disk 6 broken into pieces inside the housing. Hairline cracks were found on input shaft 7. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The input disk, bearing and the retaining ring belong to input axis 6 were still remaining. The instrument was found to have hairline cracks on grip input shaft 6. The grip input disk axis 6 broken into pieces inside the housing. Other backend components adjacent to the cracked inputs do not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.